Event description:
The customer reported that there was a problem starting up the system and that it would shut down without command during the boot process. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.